Event description:
Event description cpi received information that this bipolar lead was removed from service due to increased impedance measurements. The implantable pulse generator (ipg) was also replaced at this time.